Event description:
It was reported that patient (pt) handset had died on them even though it was fully charged. Agent set the case as staging record because patient reported that they were shaking so bad because their therapy was turned off and they weren't able to turn it back on all night due to the issue with the handset. Patient stated that they tried to turn on their handset and it came on for a couple of seconds, but then it turned off again. Patient added that they always charged their handset when they're done charging their implant, and that the last time they charged the handset was a week ago. Patient mentioned that they even put the handset on a charging cord for a while, but it still didn't come on, and they tried everything. During the call, agent had the patient plug the handset into a different charging cord, and patient confirmed that they were able to turn it back on after agent walked patient through rebooti ng from android recovery mode. Patient then mentioned that the handset turned off again but showed the charging screen afterwards. Agent reviewed general device use and patient stated that they will charge their handset using the other charging cord in the meantime. Patient may call back if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.